Event description:
Customer alleged the device gave results of 600mg/dl and 700mg/dl. The customer tested on family member's device, the results were in the 120's mg/dl. Customer stored strips out side of the original container. No controls in use. A request was made for the return of the suspect device and replacement product was sent.